Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing morphine (unknown) and another unknown drug for non-malignant pain. It was reported that the patient requested to meet with an company representative (rep) to address issues with their pump. Patient stated that their healthcare provider (hcp) informed them that the pump was dry at that time. Patient then mentioned that they had an appointment last march 31 to run tests on the pump, during which the hcp confirmed that the pump was "working correctly". Patient stated that they have another appointment with their hcp tomorrow and would like to meet with a rep to further address their concerns. Patient added that their hcp mentioned that the other medication was not combining properly with the morphine and that the morphine was completely "out' from the pain pump. Agent reviewed rep's role and redirected the patient to their hcp for further assistance.